Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter ruptured thoracic aortic aneurysm. It was reported that the patient coded during anesthesia induction, but the patient was able to be revived. The patient then coded immediately after deployment of the stent graft. The physician said the patient had coronary artery disease, and that they had an mi during the stent graft deployment which caused the death. No additional clinical sequelae were reported.